Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was above 420 mg/dl due to tooth infection, 45 mg/dl and 65 mg/dl. Customer expressed symptoms as positive results in ketones test, vomiting and possible onset of diabetic ketoacidosis. Customer reported that the auto mode was active. The insulin pump will not be returned for analysis.